Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Summary of device evaluation: the pusher, introducer sheath and dispenser hoop were the only components received for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, great resistance was encountered when advancing the coil implant through the microcatheter. When coil was resheathed and withdrawn, it was noted that the coil unintentionally detached in the microcatheter. The microcatheter and coil were removed together. The procedure was completed without additional device. There was no report of harm or injury to the patient.